Event description:
Sales rep was unable to advise if this was a product failure or user error issue. Customer stated phs got occluded, sales rep is unsure if the powder occluded due to the power clumped or air compressor does not have enough pressure or catheter was kinked.